Manufacturer narrative:
Device evaluation: a specific cause for the reported event of driveline infection could not conclusively be determined through this evaluation. The account communicated that the patient suffered from chronic driveline infection. The patient was upgraded on the transplant list to a 1a exception due to this chronic infection. The patient reportedly received a heart transplant on (B)(6) 2018. (B)(4) was returned assembled with the pump cable severed approximately 10¿ from the pump housing. The modular cable and the distal portion of the pump cable were not returned. Approximately 8¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Visual inspection of the inflow and outflow cannulas did not reveal any evidence of laminated or denatured depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of laminated or denatured depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(4) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. No further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: patient was transplanted on (B)(6) 2018.

Manufacturer narrative:
The date of event was not provided and therefore, was approximated as the date the pump was received by the manufacturer. The referenced chronic infection was reported under medwatch MFR report # 2916596-2018-00406, medwatch MFR report #2916596-2018-00407, and medwatch MFR report #2916596-2018-00766. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Date of explant was not provided. Approximate age of device ¿ 2 years and 8 months. The device was returned for evaluation. The investigation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient received a heart transplant on an unspecified date. Reportedly, the patient¿s chronic infection associated with the lvad system led up to and contributed to the removal of the pump. The device was reported to have operated as expected.

Manufacturer narrative:
Event: additional information.

Event description:
Additional information: it was reported that the patient¿s transplant status was elevated to 1a exception due to the chronic driveline infection.